Event description:
The patient was implanted with a synchromed el implantable programmable pump in 2000. Nurse states that when the pump was first implanted the patient noted to have good pain control. Patient had been complaining of decrease in pain control. The patient had a catheter revision done in 2001. By the second month, the patient felt the pump was not working. The patient's medication dosage was increased with little effect. Then noted residual volume of drug in the pump was increasing. In 2001 there was a residual volume of 11ml. And it should have been around 2.5ml. A rotor and catheter study were done. The patient was hospitalized several times, using patient controlled analgesia for pain control. The patient became weak and unable to care for self during lengthy hospitalization. The hcp was not sure if other meds were partly to blame. The patient was given antiseizure meds for neuropathy with numerous side effects, and those were discontinued. It was noted the patient was sleepy and shakey. Came into the office per wheelchair, unable to sit by self. At that time hcp noted that the patient was on fentanyl, dilauded, trazadone, benadryl and clonipin. The pump was replaced in 2002. The patient was seen in clinic 4 days later. At that time the patient seemed to be better and more alert. Changed to periodic bolus doses of 1mg. Every 6 hours. The patient was due to come in next week for refill.